Event description:
Patient reported that charging port was loose and required wiggling the cable to obtain a charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.